Event description:
A staff member was retrieving a zoll cct defibrillator to use for a transport when the handle snapped away from the defibrillator. This caused the defibrillator to fall and strike the caregiver in the upper leg. The handle broke on both pivot hinges completely separating from the defibrillator. The staff member complained of pain and bruising but did not want to pursue medical intervention. The defibrillator was removed from service for biomedical evaluation and analysis. This is the third incident of these carrying handles breaking away from this model of defibrillator and the second medsun report from this facility. The weight of the defibrillator with the battery is approximately 16 pounds.manufacturer response (as per reporter) for defibrillator monitor, critical care, zoll cctmanufacturer requesting that handle assembly be sent back to them for analysis. A replacement handle was sent from zoll.